Event description:
It was reported that during an unk procedure, the device while using to transect the renal artery and renal vein was not opening after being fired/ deployed. They have used the device many many times in the same procedure over many years, he said the device had a crunching sound and grinding tactile feel during the deployment. The surgeon was not able to release the jaws from the patient initially. After the release steps were used the surgeon was able to manually release the jaws of the device. The staples hadn¿t been deployed and the patient started to bleed quite intensively. The surgeon proceeded to achieve hemostasis with a new device was deployed and fired without incident. The surgeon stabilized the bleeding and continued with a successful operation. The operation was delayed by about 60 minutes due to this incident.

Manufacturer narrative:
(B)(4). Date sent: 2/8/2024 d4: batch # 552c21 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing mechanism damaged and with a tr45w reload loaded in the device. The reload was received partially fired 1/10 and the reload lockout spring was damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 552c21, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.